Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolusdelivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected duringour testing. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.